Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during inspection in the warehouse, an inspection team found debris in sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual evaluation of the returned product/photographs provided foreign debris was noted inside the sterile packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is the operator not following the work instructions provided. The event is being further reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.